Event description:
Reporter indicated that the patient expired. The cause of death is unknown. The reporter further indicated that they recently found out that the patient had expired and that the last time pt was in for an office visit, pt was not feeling well. Notes from office visit approximately 3 days prior to the patient's death indicated that the patient was stable on lamictal. The patient had started a ketogenic diet at 4:1 and having no change in seizure frequency. The patient's appetite was poor, pt frequently refused food and had lost significant weight. Pt's seizures occurred four to five times per week and were generally lasting four to five seconds. The patient was alert and pleasant, pt's eyes were somewhat sunken due to the weight loss. Death certificate listed rett's syndrome as the immediate cause of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy caused or contributed to the reported event.